Manufacturer narrative:
The information was copied from the user facility report received by the manufacturer.

Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: the stent dislodged and remains in the patient. Device issue: stent dislodgement. It was reported that the xience v stent came off of the balloon and was lost inside the patient. The physician felt that the balloon became lodged on plaque, which caused the stent then to become dislodged and come off of the balloon. No additional event or patient information is available.